Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Abbvie is unable to confirm with the healthcare professional; therefore, additional event, product, or patient details are not attainable. The event of "respiratory tract infection, eye infections, and foreign body sensation in eye", deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported a clinical patient was injected sometime in the neck lines with juvéderm® volite¿. The patient experienced non-device related ¿the patient experienced non device related ¿blepharoplasty cyst infection.¿ no treatment was provided. The event resolved four days later. The same day the last event resolved the patient experienced non device related ¿tracheobronchitis.¿ no treatment was provided. The event resolved fifteen days later. Approximately three months later, the patient experienced non device related ¿foreign body in the left eye.¿ the next day the patient was treated with levofloxacin eye drops and sodium hyaluronate eye drops. The event resolved six days later. About two months later, the patient experienced non device related ¿upper respiratory tract infection.¿ two days later, the patient was treated with cefuroxime axetil tablets, eucalyptol limonene and pinene enteric soft capsules, lactulose oral solution, and acetylcysteine granules. The event resolved four days later. The patient concomitantly takes; isotretinoin soft capsules, compound lidocaine cream (surface anesthesia), compound lidocaine cream, compound methoxyphenamine hydrochloride capsules, houjiling jiaonang, compound lidocaine cream (topical anesthesia) and compound lidocaine cream.